Event description:
It was reported that during the pump implantation surgery, the connecter was unplugged in order to connect it to the catheter, but when it was about to be inserted, a problem occurred. Upon confirmation, the collet on one side was jammed and closed. The other side had no problems however, the catheter could not be ¿plugged in.¿ reportedly, if the side opposite of the side where the health care provider tried to insert the catheter was closed, it was highly likely that the physician jammed it, but since this occurred soon after the product was removed from the package, it was thought to have been closed from the beginning. Since the physician immediately understood the cause, he was satisfied. This device system delivered baclofen. No patient symptoms were reported with the reported event. Should additional information be received the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n435147004, product type: catheter. (B)(4).